Event description:
Customer reported that he had unexplained high blood glucose because his insulin pump is under delivering the insulin. Customer stated that he treated with insulin shots because the insulin pump was not delivering. Customer stated that his insulin pump was constantly alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. No delivery anomaly noted but the device was received with a loud motor noise due to a faulty motor. Cracks on the case, reservoir tube lip, battery tube threads and a scratched display window noted.